Event description:
The pt felt no stimulation sensation while lying down. Increasing stimulation parameters and changing programs did not resolve the issue. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4)